Event description:
The customer contact reported loss of suction. It was reported that during the testing of the device when suction was applied, cracks were noted on the lid of the liner; subsequently, loss of suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the international list number that is comparable to the domestic list number. The domestic list number has a common device name. This report represents all the information known by the reporter upon query by hospira personnel.